Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated on (B)(6) 2014 with the following findings: review of the black box data revealed only normal usage; there was no activity outside of normal use recorded. There were no records of errors, alarms or warnings recorded. The pump was exercised for 24 hours without evidence of failure or malfunction. Investigation did not duplicate the alleged issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue; air bubbles not resolved with cartridge and infusion set change. The air bubbles reportedly resolved with a new pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.